Event description:
Boston scientific received information that this right atrial lead exhibited noise and oversensing when isometrics were performed. There was no pacing inhibition. The lead was successfully explanted. Upon explant, damage to the lead body was noted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 4.5 cm distal to the is-1 connector pin. Both parts of the lead were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The performance of the lead fragments was scrutinized. The analysis of the lead fragments demonstrated a rubbed through insulation approx. 35.5 cm proximal to the lead tip. This finding can be considered to be the root cause of the observed noise and oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Further damages such as deformations of the inner and outer coils resulted most likely from tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.